Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not reproduce or confirm the reported device failure to charge. Based on all available evidence, the investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis concluded that the risk associated with the use of the device has not changed and is still acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.